Event description:
It was reported that during a farapulse pulmonary vein isolation (pvi) procedure, a faradrive steerable sheath was selected for use. After completing pvi, the farawave was removed from the body. During the insertion of a non-boston scientific catheter (abbott hd grid), a significant air was noted during aspiration of sheath, unable to clear, leaking significantly from valve. It was attempted to remove the sheath from left atrium and attempted re-aspiration in right atrium. Thus, the sheath was replaced and the procedure was completed successfully. No patient complications occurred. The device is expected to be returned for analysis.

Manufacturer narrative:
Visual inspection revealed no outer abnormalities were noted. The sheath was leak tested, and the sheath passed all leak testing. The valves were inspected using microscopy. No significant damage was noted, and no abnormalities were observed. Therefore, the cause of the allegations cannot be confirmed.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a farapulse pulmonary vein isolation (pvi) procedure, a faradrive steerable sheath was selected for use. After completing pvi, the farawave was removed from the body. During the insertion of a non-boston scientific catheter (abbott hd grid), a significant air was noted during aspiration of sheath, unable to clear, leaking significantly from valve. It was attempted to remove the sheath from left atrium and attempted re-aspiration in right atrium. Thus, the sheath was replaced and the procedure was completed successfully. No patient complications occurred. The device is expected to be returned for analysis.